Manufacturer narrative:
This medwatch is for suspect device accu-chek advantage system 1.

Event description:
The reporter states that he obtained the blood glucose results of 123 mg/dl and 116 mg/dl on the accu-chek advantage system 1 in comparison to the blood glucose result of 310 mg/dl on the accu-chek advantage system 2. The results were obtained within a 10 min timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.